Event description:
One processor pca was returned for failure analysis. The reported customer issue was not duplicated as the customer did not provide a description. However, prior events, indicated in the log files, do correspond to a wlfs error. The som pca had a wlfs failure. There was no indication of patient involvement.